Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that in the beginning of (B)(6) 2018, the patient started needing to recharge their insmore often. The ins was only lasting 2.5 days but the doctor told the patient it would last 13 days. The recharger has been displaying the "man on a battery level gets low" screen. It was reviewed that the frequency of charging the ins depends on the programmed settings. They were redirected to the doctor to have the programmed settings reviewed and addressed if needed. It was noted the patient had an appointment scheduled with their doctor for (B)(6) 2018. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the need to recharge the ins every 2.5 days issue had been resolved by device reset. The patient also stated that the circumstances that might have led to/caused the recharging too often issue was the report that they used the device all the time. There were no further complications reported or anticipated.